Event description:
There was an erroneous result reported for lipase. Duplicate orders were placed and two specimens were collected. The second sample had a normal result and both results were reported. A recollect sample was obtained for verification. The patient was not treated based on the erroneous result. Therefore, no harm was done to the patient. A reagent error is suspected. The lot was sequestered and sent back to the company for testing.